Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Prior to the visit, the patient attempted connecting to three different transmitters, but none of them would work. The patient's device was successfully interrogated with a wand, but the transmitter would not read the device, even after it was linked to the device on merlin. Net. New firmware was downloaded on the device and the rf telemetry issue was resolved, allowing the transmitter to read the device. There were no patient consequences.